Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Eval, conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that during a percutaneous transluminal coronary angioplasty procedure, there was an air leak at the manifold connection. No further info was provided by the customer. No harm or injury was reported.